Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's left ventricular (lv) lead previously exhibited loss of capture and had trouble sensing. At that time, an x-ray was performed and there was no evidence of a dislodgement. However, the physician suspected that there was lead damage as the patient has balance issues and has fallen multiple times. The patient was sent to rehabilitation to improve balance and then a revision procedure was scheduled. At the revision, this cardiac resynchronization therapy pacemaker (crt-p) was noted to have out of range pace impedances on the lv lead. The impedances were greater than 2000 ohms. The lv lead was abandoned and replaced and this crt-p remains in service. No testing was performed during the revision and no damage was observed on the lead. No additional adverse patient effects were reported.